Event description:
It was reported that the lesion was calcified. Pre-dilatation was performed and the promus stent was advanced. However, the stent failed to cross the lesion. When removed from the anatomy, damage was noted to the stent. The struts were noted to be lifted. The lesion was dilated again and the procedure was completed with a non-abbott stent. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted that the balloon had separated from the shaft at the proximal balloon seal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device has been received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted the stent implant was stationary on the balloon; however, the distal end of the stent implant was located 0.5 millimeters (mm) distal to the distal balloon marker. The distal stent struts were flared, the middle of the stent was mangled, and the proximal end of the stent implant was flattened. The balloon had separated from the shaft at the proximal balloon seal, although the inner member remained intact. The shaft outer member was stretched and slightly twisted distal to the guide wire exit notch. It is possible that the stent delivery system (sds) met resistance during retraction from the calcified lesion. Although no resistance was reported, if resistance was encountered and force was applied to the catheter in the attempts to retract the catheter, this would contribute to the noted bunching, stretching to the catheter, resulting in the shaft ultimately separating. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported stent damage or the subsequent sds damage noted during product analysis. In this case, the failure to cross and subsequent device/stent damage appear to be related to interaction with the heavily calcified lesion. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
Subsequent to the initial report filing, additional information was received stating that the lesion was heavily calcified and that the balloon separated from the shaft during the procedure. No additional information was provided.